Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the clips were malformed (gap). There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes/yielded; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, broken top and lo; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .259. Analysis conclusion: based upon the inquiry info rec'd and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon recepit of the instrument, it was noted that the jaws were yielded and the top and lower shroud were broken. No conclusion could be reached as to how the damage to the instrument occurred. It should be noted that if the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.